Event description:
A power source alert was reported by the caller, indicating a charging issue with the pump. There was no reported adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl during the incident. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. Consequently, technical support decided to replace the pump and confirmed the shipping address for the replacement. The customer was instructed and acknowledged to put the pump into storage mode and send it back using a pre-paid label within 10 days. Meanwhile, the customer planned to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.